Manufacturer narrative:
Unable to verify software due to missing segments. Device received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test and self test due to missing segments. The test p-cap locks properly in place in the reservoir compartment noted. No cracked case on the battery compartment noted. Device received with pillowing keypad overlay and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was fallen and the display was no longer readable and lines have appeared and there was a crack in the battery compartment. No harm requiring medical intervention was reported. The device will not be returned for analysis.